Event description:
It was reported when interrogating a patients generator error code 6 was observed. Troubleshooting was performed and the error code was resolved; however, the cause of the event was desired. Tablet data was sent. Device history records were reviewed. The device passed all functional specifications and quality tests and no nonconformance was observed. No additional relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.